Manufacturer narrative:
Evaluation of the returned first ace68 confirmed that the catheter was fractured and revealed stretching at the fractured location. If the ace68 is forcefully manipulated against resistance, damages such as stretching, and a fracture may occur. The reported kink in the neuron max likely contributed to the resistance. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00735.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-00735.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68) and neuron max 6f 088 long sheath (neuron max). During the procedure, the physician made one pass in the target location using the ace68. While reinserting the ace68 into the neuron max, the ace68 fractured at the midshaft. Therefore, the ace68 and neuron max were removed. The procedure was completed using a new ace68 and new neuron max. There was no report of an adverse effect to the patient.